Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
A customer alleged a merit guidewire was used during the preparation of the farawave, it was noticed that the guidewire cannot be advanced and gets stuck. No patient complications.